Event description:
It was reported that bd alaris set had air in line. The following information was received by the initial reporter with the following verbatim: it was reported by customer that IV pump kept beeping air in line for tubing that had no air. Rn tried multiple times to reset tubing, switched pumps still air in line message occurred. Rn had to change out all the IV tubing for it to work.

Manufacturer narrative:
It was reported that the pump kept alarming air in line when there was no air in the tubing. One sample model was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water an a short infusion was performed. No air in line alarm was observed. The customer complaint was unable to be replicated. Although the issue was unable to be replicated, a possible cause could have been improper loading of the tubing into the pump. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.